Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction. The target lesion was located in a coronary artery. A 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was checked outside the patient's body, the tip of the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.